Manufacturer narrative:
This malfunction was reported to vygon by the FDA through the medwatch system. The report number is medwatch-(B)(4). This malfunction was not reported back to FDA within the thrity day timeframe allowed due to a logistical oversight. Vygon strives to perform all reporting in a timely and compliant manner. The device as returned to vygon for device evaluation as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
While changing PICC, dressing noted to be leaking where catheter attaches to fixed wings. PICC removed. Catheter otherwise intact. No patient harm.

Manufacturer narrative:
This malfunction was reported to vygon by the FDA through the medwatch system. The report number is medwatch-(B)(4). The complaint and returned sample have been submitted to vygon (B)(4), which is where this part was manufactured, for evaluation. Vygon (B)(4) reports the following regarding this complaint. The customers' findings are confirmed; however, this complaint is not confirmed to be a manufacturing defect, since each catheter is leak- and flow-tested before packaging. Having examined the faulty sample showed that the catheter was leaking at the junction of the catheter with the fixation wing. Microscopic inspection showed that the catheter was partly torn off. This most probable cause for this failure mode is a tensile fracture in combination with the use of alcohol-based disinfectants. However, we do not know which kind of disinfectants had been used nor how long the catheters were in place. To improve the awareness regarding the use of organic solvents (i.e. Alcohol based) with this catheter, CAPA # (B)(4) was issued to include a special warning leaflet inserted into each packaging, and a warning message is printed on the outside of each primary packaging.

Event description:
While changing PICC, dressing noted to be leaking where catheter attaches to fixed wings. PICC removed. Catheter otherwise intact. No patient harm.